Event description:
The event is reported as: "complaint alleges that the cannula end came unset and the ring fell down." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.